Manufacturer narrative:
The insulin pump was received with blank display due to corroded at the mother board and lcd board per visual inspection. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that her insulin pump became wet and was no longer working. The customer explained that the insulin pump had fallen in water. The customer attempted to manually reset the insulin pump but was unable to. The customer's screen was completely blank at the time of the call. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.